Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: investigation revealed an intact and undamaged keypad with fully responsive keypad buttons. Upon removal of the keypad, no contamination or moisture was found underneath. However, investigators noted moisture that was visible through the display lens. A leak test was performed and failed due to a display lens leak. The pump was opened and moisture was found throughout the pump casing, including on the keypad flex connector. Unrelated to the original complaint, the bolus button cover was torn; however the bolus button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the keypad was unresponsive after exposure to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.